Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies to resolve the issue and resume insulin delivery. Customers blood glucose ranged between 200-300 mg/dl at the time of event.